Event description:
During a pta treatment procedure to dilate a heavily calcified lesion in an existing dialysis graft, the balloon detached. The first balloon selected for this procedure was noted to be leaking contrast on the initial inflation. It was removed intact and the ms classique balloon catheter was introduced. The ms classique balloon catheter was advanced to the target lesion. Using hand inflation, the balloon was inflated twice. During the second inflation, the balloon separated circumferentially and detatched from the catheter. The catheter and sheath were removed as a unit. Access was maintained with the guidewire in place. The physician inserted a larger size sheath and then used a snare to successfully retrieve the balloon fragment from the pt. A third balloon was used and the procedure was completed successfully. The pt is reported as "just fine" following the procedure. No pt injury or complications were reported.